Event description:
The first and second needles were punctured successfully. The third biopsy needle was unable to come out from the scope. Another finer biopsy needle was replaced for puncture, but the needle was still unable to come out . The scope was suspected to be faulty and sent for inspection. Because there was no spare scope to use, the examination was finished. There was no risk and harm to the patient. The scope was be found leakage seriously after inspection and sent for repair. The electronic ultrasound bronchoscope was sent back to the hospital on august 1. The leak test and camera system test was normal during the field test. The scope could be used normally. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. D4: unique identifier (UDI), h4: device manufacture date, d8: was this device serviced by a third party? Evaluation summary: the event is a leak caused by puncturing the forceps channel with the puncture needle. The scope was repaired by the third party and returned to the hospital.